Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned product found blood on the stent implant, balloon, distal shaft, and hypotube, which is consistent with the sds being advanced into the body. The stent implant was stationary on the tightly folded balloon between the markers. The tip length and stent outer diameter dimensions met manufacturing criteria. There were proximal struts stretched distally on the first and second rows of the stent implant. The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to cross is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. The guiding catheter used during the procedure was not returned, which may have assisted the investigation. The sds was advanced through a new 6fr guiding catheter and removed from the guiding catheter with slight resistance at the damaged struts, thus confirming the resistance. In this instance, it is most likely that the stent implant interacted with the tip of the guiding catheter during removal such that the struts became stretched, thus causing the resistance during withdrawal. To ensure this type of event is not the result of a product deficiency, all sds are 100% visually inspected online for stent damage, including at the point that the protective sheath is placed on the stent. Since there was no report of damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot and there have been no related incidents reported for this lot. This suggests that there are no lot specific product quality deficiencies. The failure to cross, stent damage, and difficulty removing the sds from the guiding catheter appear to be related to operational context.

Event description:
It was reported that pre-dilatation was performed prior to several unsuccessful attempts to cross with the promus rx stent delivery system (sds). The stent also interacted with the guide catheter tip during removal resulting in flared proximal stent struts. Therefore, the sds was removed from the patient and the procedure was completed after the physician felt it was difficult to implant the stent. No adverse patient effects were reported. No additional information was provided.